Event description:
The customer reported the ventilator screen went black and it stopped ventilating. The customer reported the unit was in use on a pt, but there was no pt harm. The respironics service technician verified the reported problem. The service technician reported he found the display cable shorting. The service technician replaced the cable. The service technician performed extended self testing (est) end performance verification testing, and all passed per operating specifications. Factory analysis of the cable confirmed that reported problem. The cable was physically damaged caused by being closed between the top and bottom ventilator enclosures. The cable had exposed bare wires causing a short.